Event description:
During the atrial fibrillation procedure, a sheath puncture was noted. During the procedure, difficulty to insert was noticed as the needle was being advanced through the sheath. Upon removal, it was noted that the needle had gone through the side of the sheath, below the vacuum relief hole. The devices were exchanged, and the procedure was completed with no adverse consequences to the patient.

Manufacturer narrative:
One 8.5f fast-cath introducer sheath and dilator were received for evaluation. The sheath and dilator had been perforated proximal to the distal tip. A needle/stylet assembly from current inventory was inserted and advanced through the dilator/sheath assembly; however, the needle could not advance past the location of the perforation. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. Fast-cath transseptal guiding introducer instructions for use (IFU) states, ¿during insertion, always use the stylet to facilitate needle passage through the dilator/sheath assembly. Failure to use the stylet may inhibit advancement of the needle and may result in inadvertent needle puncture of the dilator/sheath assembly or skiving of material from the inner surface of the dilator.¿ the cause of the needle insertion difficulty and perforation is consistent with not following the instructions for use.